Event description:
It was reported that while using the bd vacutainer® cpt¿ cell preparation tube with sodium heparin that there was underfilled tubes. The following information was provided by the initial reporter: according to the customer's report, 28 tubes did not draw enough volume of blood.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-04-25. H.6. Investigation summary: bd received 28 samples and 3 photos for investigation. The photos and samples were reviewed and the indicated failure mode for underfill with the incident lot was not observed. Additionally 10 retention samples from bd inventory, were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® cpt¿ cell preparation tube with sodium heparin that there was underfilled tubes. The following information was provided by the initial reporter: according to the customer's report, 28 tubes did not draw enough volume of blood.